Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set came off. The blood glucose level of the patient ranged between 140 to 230 mg/dl. The infusion set was used for 16 hours. No further information available.